Event description:
Purchased refurbished hill-rom bed from company called cevi-med. It arrived with torn mattress cover which is health hazard. $5,000 worth of repairs is required. Alarm disturbs severely disabled husband from sleep. And me, too. I¿m very afraid the bed will stop working in the midst of helping my husband in and out of bed. I can document these things with emails, pictures, and repair prospectus. FDA safety report ID # (B)(4).